Manufacturer narrative:
Patient information is unknown. This report is for an unknown cannulated screw. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent revision hip surgery. The reason for the revision procedure is unknown. During the procedure, the surgeon was unable to remove a 6.5 mm titanium recon screw from a femoral recon nail (piriformis entry) using the screwdriver in the set. The surgeon complained that the recon screw design impedes the removal due to the large core diameter in relation to the thread diameter and that a self-retaining feature should be included on the insertion screw driver. When the surgeon attempts to back the screw out, it just spun in place. The surgeon removed the aiming arm assembly and grabbed the screw head with a hemostat to successfully remove the screw. There was no surgical delay reported. Patient status is unknown. Concomitant devices: stardrive screwdriver t/25 self-retaining/440mm (part: 03.010.519, lot: unknown, quantity: 1), femoral recon nail (part: unknown, lot: unknown, quantity: 1), aiming arm assembly (part: unknown, lot: unknown, quantity: 1). This report is for an unknown cannulated screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the procedure was an initial implantation of the femoral recon nail. The surgeon had to remove the recon screw since he realized upon taking an intra-operative x-ray that the screw was of the wrong size.